Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient was getting ineffective stimulation. A company representative attempted reprogramming with the patient, with the patient still not getting relief. Surgical intervention to explant the scs system may be taken.